Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt reported having problem with the remote. Yesterday 13-apr-2022 pt charged the remote and the ins - right now the controller is not responding. Pt pulled the battery a few times but that did not resolve the issue. Troubleshooting was unable to be performed as patient services (pss) suggested pt remove the li battery and connect the controller to ac power to test the controller function but pt does not have the ac power cord or aa batteries to test the controller. Pt stated he will call back with his equipment to continue. Pt states they tried double a batteries and its working fine. Pt states last couple weeks said technical problem and to call mdt. Pt states he removed and turned back on and would work fine. Pt states he doesn't have his ac power box to charge remote. Pt states he just charged yesterday. Additional information was received. It was reported that they have had ongoing issues with their controller (reported in this case). Pt said this happens while not charging their implant and they reset the controller when this happens. Pt said that their controller went unresponsive just a while ago. Pt said they tried to turn the controller on and the controller wouldn't do anything. The pt reset their controller. Pt saw no visible damage to the controller contacts or battery pack. After reset, pt said the controller touch screen was not working to unlock the controller. Sent email to repair to replace the controller.